Event description:
Same case as MFR#: 2134265-2010-04142, 2134265-2010-04144. It was reported that during a stenting treatment procedure, malapposition occurred. The lesion being treated was located in the very diseased left anterior descending (lad) artery. Five promus element stents were implanted. The physician attempted to pass an unknown guide wire through a stent, but was unable to do so. Upon removal of the guide wire, the guide wire tip became caught on strut. While applying force during removal of the guide wire, the stent shrunk "back to a small ball". A second stent in a neighboring vessel also shrank and the same difficulty occurred with a third stent in an unknown location. There was almost no flow beyond stents. The physician attempted to post dilate the stents, however, the patient was sent to surgery for bypass. Patient's status was reported as stable in ICU. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)